Event description:
Patient reported experiencing high blood glucose (bg) levels while wearing the pod on the abdomen for an unknown duration of use. Patient stated that the pod and sensor readings displayed "high" and no alarms were reported on the controller app. During troubleshooting, patient reported administering a bolus of 11.25 units with an insulin-on-board (iob) of 12.15 units. After one hour, iob decreased to 8.15 units, but bg readings continued to display "high". Patient agreed to continue monitoring as iob decreased further. Approximately three hours after bolusing, bg remained elevated. When iob decreased to 5.8 units, and bg continued to read "high" patient was transferred to a clinical specialist for additional support. On a follow up call dated 29dec2025, patient reported seeking emergency medical attention after previous troubleshooting attempts. Patient stated that the healthcare provider had advised seeking urgent care if boluses did not reduce bg. Patient reported calling 911 due to bg levels around 555 mg/dl despite bolusing. Patient reported seeking treatment on (B)(6) 2025, and being hospitalized for three days, with discharge on (B)(6) 2025. Patient stated that the diagnosis received was diabetic ketoacidosis and treatment included intravenous therapy. Subsequent follow-ups were unsuccessful as patient declined hipaa verification and requested no further calls. Patient stated that insulin pens were being used again and additional omnipod system training was needed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.3. Hardware: iphone14.6. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.